Event description:
Access and deployment of a 21fr bifurcated device were uneventful. However, unable to access with a 22fr system for a 34mm cuff. Several manipulations caused a perforation in the right iliac vessel, which was sealed with a limb extension. The physician attempted to deliver the same 22fr system on the other side and after back and forth attempts the inner core broke at the polyimide. An 8mm goretex graft was sewn into the iliac, then new 34mm devices were deployed as well as two limb extensions. A conclusion angiogram revealed a proximal type I endoleak. On the ipsilateral side, a 16fr cook sheath was advanced with much difficulty. A palmaz stent was advanced through the cook sheath and inadvertently pushed the 34 suprarenal cuff up slightly, however, did not cover the renals, able to get good seal. An additional limb extension was placed on the right side for good seal. At the close of the procedure, there were no endoleaks and patient was doing well.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Operational context contributed to the event.